Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. End-user stated that joystick powers on and off on it's own often. Also stated that batteries have been replaced. The joystick is still not operating properly. MDR filed.